Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer was unable to be calibrated, the stylus and cursor did not align. The connection between the xy and the overlay was reseated to resolve. It was additionally noted that the stylus was missing and the personal computer memory card international association (pcmcia) card eject button was loose. All found defective parts were replaced and all other identified issues were resolved. The electrical circuit boards and mechanical parts were inspected and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.